Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
Corrections made to the following fields: b5: replace b5 statement with the following - it was reported that the pump got wet and subsequently a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 128 mg/dl. H6: add investigation conclusions code 61 h10: add the following statement - per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Corrections made to the following fields: b5: replace b5 statement with the following - it was reported that the pump got wet and subsequently a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 128 mg/dl. H6: add investigation conclusions code 61 h10: add the following statement - per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.